Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and pacer stress testing without duplicating the report. The device was recertified and returned to the customer. The accessories used at the time of the reported event were not returned for evaluation. The device log was erased prior to being sent to zoll for evaluation. No trend is associated with reports of this type